Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the actis trial neck segments loose tolerance and slightly disengaging when trailing hip. No problems were caused due to worn instrument. New neck segments were swapped to address this issues. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.